Manufacturer narrative:
Corrected data: b2., additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a diagnosis of aortic valve stenosis and nyha functional class iii underwent an implant procedure with a transcatheter aortic valve. The patient had comorbidities including hypertension and coronary artery disease, and a history of previous coronary angioplasty. No acute complications were noted during the initial implant procedure, and the patient was discharged with no late complications. Approximately 6 years later, the patient experienced atrioventricular block (avb), which was assessed as possibly related to the device and not related to the procedure. The patient was hospitalized for seven days due to avb and received an implant of a permanent pacemaker as treatment. No patient complications have been reported as a result of this event.